Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, h.6.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via MRI. Later healthcare professional reported "rupture" and capsular contracture baker grade ii". This record is for the right side. Device was explanted.